Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure with a 90%, moderately calcified lesion n the left internal carotid artery. The vessel was moderately tortuous. A precise stent was successfully placed in the target lesion. Then, another precise stent was delivered. However, there was friction felt when the stent was release. As a result, the stent jumped and did not cover the full lesion. Therefore, an additional precise stent was placed. The entire lesion was fully covered and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The patient was admitted for stent placement in a 90%, moderately calcified moderately tortuous lesion in the left internal carotid artery. A precise stent was successfully placed in the target lesion. Another precise stent was delivered, however, friction was noted when the stent was released. As a result, the stent jumped forward and did not cover the full lesion. An additional precise stent was placed which fully covered the lesion and the procedure was completed. No additional information has been provided. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15449452 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The IFU states to "ensure the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site." It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.